Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: part in uterus-part out of uterus'), embedded device ('embedded essure device in right cornua') and menorrhagia ('menorrhagia (heavy menstrual bleeding), in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble getting the implant" and medical device monitoring error "plaintiff only had one ovary". The patient's medical history included ovarian cyst, painful r arm, flank pain, asthma and appendectomy. Concurrent conditions included back pain, degenerative disc disease, headache, vitamin d deficiency, pain disorder associated with psychological factors, dysplasia and rheumatoid arthritis. Concomitant products included doxycycline from 23-jul-2012 to 26-jul-2012, ketorolac tromethamine (toradol) since (B)(6) 2012 and misoprostol (cytotec) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general), autoimmune disorder ("autoimmune disorder/autoimmune disorder type of disorder: crums, sodiatic artritis, phymerligia,"), pelvic pain ("pelvic pain female/ other pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), psychological trauma ("psych injury"), adenomyosis ("adenomyosis"), post ablation tubal sterilisation syndrome ("post ablasion syndrome") and migraine ("migraine/ headache"). The patient was treated with surgery (ablation and on (B)(6) 2015 hysterctomy (partial)-supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, menorrhagia, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, adenomyosis, post ablation tubal sterilisation syndrome and migraine outcome was unknown. The reporter considered abdominal pain, adenomyosis, autoimmune disorder, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, post ablation tubal sterilisation syndrome and psychological trauma to be related to essure. The reporter commented: she received treatment for the following events pelvic pain female, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, autoimmune disordered and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: 1. Normal appearance of the right ovary. 2. An essure coil is in place in the area of the right lateral uterine fundus; it is unclear if this is adequately positioned in the area of the fallopian tube on the basis of this study. Correlation is recommended with any outside hysterosalpingography studies; hysterosalpingogram would be the next best imaging test for further assessment of essure coil location. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, pelvic pain.depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporters information added.event: migration were updated to migration of essure device location of device: part in uterus-part out of uterus. Verbatim of event:autoimmune disorder nos and autoimmune disorder type of disorder: crums, sodiatic artritis. Phymerligia.new eevnt: migraine/ headache , trouble getting the implant and plaintiff only had one ovary were added. Lab data were added.fu 4 and 5 processed together. On (B)(6) 2020: mr received. Reporters information added..event: embedded essure device in right cornua were added .medical history were added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pain in arm and flank pain. Concurrent conditions included back pain, degenerative disc disease and headache. Concomitant products included doxycycline from (B)(6) 2012 to (B)(6) 2012, ketorolac tromethamine (toradol) since (B)(6) 2012 and misoprostol (cytotec) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ other pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), adenomyosis ("adenomyosis") and post ablation tubal sterilisation syndrome ("post ablasion syndrome"). The patient was treated with surgery (ablation and on (B)(6) 2015 hysterctomy (partial)-supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, adenomyosis and post ablation tubal sterilisation syndrome outcome was unknown. The reporter considered abdominal pain, adenomyosis, autoimmune disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post ablation tubal sterilisation syndrome and psychological trauma to be related to essure. The reporter commented: she received treatment for the following events pelvic pain female, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, autoimmune disordered and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina on (B)(6) 2014: normal appearance of the right ovary. An essure coil is in place in the area of the right lateral uterine fundus; it is unclear if this is adequately positioned in the area of the fallopian tube on the basis of this study. Correlation is recommended with any outside hysterosalpingography studies; hysterosalpingogram would be the next best imaging test for further assessment of essure coil location. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: fu 2 & 3 processed together. Pfs received: this case was upgraded from other event to incident. Event injury was updated as pelvic pain female, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, autoimmune disordered and migration. Patient date of birth, lab data and treatment details added. Essure insertion date was updated. On 9-oct-2019: fu 2 & 3 processed together. Pfs & mr received- new events abnormal bleeding (general), adenomyosis, post ablation syndrome were added. Concomitant drugs, lab data and medical history were added. Explant date was added. Patient¿s race was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.